Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 16-mar-2023 . H6: investigation summary a total of twenty-five used samples of optima connectors, injectors, and infusion adapters were provided to our quality team for investigation. Functional testing was performed on the used samples, passing a solution through the products in attempts to identify any leaks. After all product was evaluated, no evidence of leakage through the membrane of any of the devices was observed. A device history review was performed for injector lot 2106302 and connector lot 2111504, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. Results were reviewed for the reported lots and all results were found to be acceptable. The performance of the sealing membrane is reduced after multiple perforations and extended activation time, the membranes are designed to be punctured up to ten times. Based on the sample evaluation and quality team's investigation, we cannot identify a root cause at this time.

Event description:
It was reported while using bd phaseal¿ optima infusion connector c35-o leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: through their testing, they identified moisture on the membrane of the phaseal optima connector upon the 10th disconnect of the phaseal optima connector and injector components. Stated by the customer; ' I started to run a test and I observed one thing. I ran ¿sterilized¿ solution with the device installed onto the tube. I ran the pump for 500 ml/hr and every 5 minutes I unlock the connectors (injectors and connectors) to see if there is any fluid leak. So after attempting 10th trial of unplug and plug the connectors, I observed a small moist on the surface of the membrane. I was able to wipe the moist from the membrane. This situation, for me, seems to be a leak.

Event description:
It was reported while using bd phaseal¿ optima infusion connector c35-o leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: through their testing, they identified moisture on the membrane of the phaseal optima connector upon the 10th disconnect of the phaseal optima connector and injector components. Stated by the customer; ' I started to run a test and I observed one thing. I ran ¿sterilized¿ solution with the device installed onto the tube. I ran the pump for 500 ml/hr and every 5 minutes I unlock the connectors (injectors and connectors) to see if there is any fluid leak. So after attempting 10th trial of unplug and plug the connectors, I observed a small moist on the surface of the membrane. I was able to wipe the moist from the membrane. This situation, for me, seems to be a leak.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.